Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, around 2:30 pm, he had suffered a hypoglycemic episode while operating a motor vehicle. Patient felt a light headedness and a blurred vision and was involved in a multi-vehicle accident. Law officers and paramedics were called on site and patient was administered a glucose injection. Patient was admitted to the hospital at 3:00 pm. At the time of the incident patient reports that his cgm was in glucose reading error mode. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of his call to dexcom technical support, patient reports that he was feeling fine and had not suffered any injuries from his accident.